Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital complaining of chest pain during pacing. Increased capture threshold and low impedance were observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.